Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide device that was attempted. An attempt was made with another proglide device; however, the device "did not feel right during deployment" and a cuff miss [suture retrieval issue] was also noticed. Additionally there was resistance noted on advancement and removal of both devices due to scar tissue. A decision was made to do a cut down to achieve hemostasis. During the cut down surgery, the white suture (link) of the second proglide was found in the tract along with a portion of the proglide foot that had separated and remained in the artery. The suture and separated proglide foot were removed during the cut down. The evar procedure was then completed. A reported clinically significant delay in the procedure occurred due to the need for the cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty advancing the device may include, but are not limited to, calcification missed during angiogram. Factors that contribute to a needle to cuff miss may include, but are not limited to, a needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to difficulty removing the device may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d9, h3: device available for evaluation changed from "yes" to "no".